Event description:
Offset reamer not passing checkpoints. Spoke to fse and he said that it is likely do to screws being missing or loose. Looked closely and screws are missing/loose. No surgical delay. Case type / application: tha 4.0.

Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results product evaluation and results: visual inspection confirmed the offset reamer handle is missing screws. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.